Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, the tear in the inner member is likely what was perceived as the rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation was unable to determine a conclusive cause for the reported balloon rupture or noted tear in the inner member. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending artery that was 85% stenosed. A 2.75 x 12 mm nc trek balloon catheter was used, and the balloon was inflated twice at 12 atmospheres (atm). However, it ruptured at 12 atm during the second inflation. Therefore, the device was removed and an unspecified 2.75 x 12 mm balloon catheter was used to successfully complete the procedure. No resistance was met during advancement; however, the device was not soaked prior to use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.